Event description:
Reported via patient call center. It was reported that device did not seal, stroke, thrombosis, and hematoma occurred. A left atrial appendage closure procedure was performed and a 35mm watchman flx laa closure device was implanted on (B)(6) 2023. Post-procedure the patient was taking blood thinning medication. At the 45-day follow-up, imaging showed that the 35mm watchman flx closure device did not have a complete seal. The patient was instructed to take aspirin 81mg. In october (year not specified) the patient experienced a stroke. Transesophageal echocardiogram (tee) was performed which identified thrombus on the 35mm watchman flx closure device. The patient was started on intravenous heparin for 5 days which partially resolved the thrombus. The patient was placed on eliquis. At an unspecified time, another tee was performed which showed persistence of small thrombus. Another tee was later performed which showed the thrombus had resolved. On (B)(6) (year unspecified) the patient visited the hospital due to chest pain. The patient's troponin was elevated, and another thrombus was identified on the 35mm watchman flx closure device. The patient was started on lovenox. The patient developed a large abdominal hematoma. The patient reports that the physician would like to use a vacuum system to remove the thrombus.

Manufacturer narrative:
B3 - event date estimated as event was reported to have been identified at the 45-day follow-up appointment.